Event description:
The patient reported that physician had advised pt to get a replacement pump. Pt's blood glucose level was over 600 and they had ketones. Typically, when they tried to give a bolus, they would receive a delivery halted no prime alarm with no occlusion.